Manufacturer narrative:
Correction: the previous report was filed with the incorrect manufacturer report number. (3006705815-2019-04894) contains the correction manufacturer report number.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number 1627487-2019-12505, manufacturer report number 1627487-2019-12504. It was reported the patient experienced a car accident and ipg and leads migrated. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg and leads were explanted and replaced. Effective therapy was restored post operatively.